Event description:
The customer's blood glucose was unknown. It was reported that the customer received a no delivery alarm when trying to deliver a big bolus. The customer stated that he had gone through four infusion sets because of the alarm. The customer stated that he would revert to a back-up plan of manual injections until he had replacement supplies. Troubleshooting could not be performed because the alarm was a past event. Advised customer to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.